Manufacturer narrative:
The device in this report was returned to olympus for evaluation. The biopsy channel was inspected using a baroscope and found a orange stain on the channel wall, located in the bending section area. The suction channel was also inspected and no stains or foreign material were noted. There was a greenish stain found on the elevator forceps raiser near the distal end side. In addition, the insertion tube markings were found discolored. The discoloration on the markings is consistent with chemical damage due to reprocessing. The device failed leak testing between the control body and distal end cover. There was a gap in the glue between the distal cover and control body and where a constant stream of bubbles were emanating from. There were dents and deep scratches found on the distal end cover. In addition, there were multiple buckles found on the insertion tube below the protector boot around 20cm to 30cm on the distal end side. This type of damage is likely due to excessive stress and force caused by user handling. The device was purchased on june 12, 2013 and was last serviced on july 22, 2014. The tjf-q180v reprocessing manual states on page 4: perform a leakage test on the endoscope after each pre-cleaning procedure, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. As part of our investigation an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Manufacturer narrative:
The device in this report was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit to the facility has not been finalized. The device was purchased on june 17, 2013 and was last serviced on october 29, 2015.

Event description:
Olympus was informed of a patient infection. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure using two different duodenovidescopes. The type of infection is unknown at this time. The cause of the infection is also unknown; however, it was reported that the scope was cultured at the facility and tested negative for microbial growth. The device was reprocessed using a non-olympus automated endoscope reprocessor (aer) custom ultrasonics. The patient was given antibiotics and is reportedly doing well.